Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture and embolization occurred. The lesion was pre-dilated using a maverick2 1.5x20mm balloon and a quantum maverick 2.75x15mm balloon. The physician attempted to place a taxus express2 2.75x28mm drug eluting stent to the 99% stenosed lesion located in the calcified, moderately tortuous, mid left anterior descending (lad) artery. During advancement of the taxus stent, the physician felt resistance. The proximal side of the balloon shoulder ruptured and the stent came off of the stent delivery system (sds). The stent was put back on the sds and was successfully removed by withdrawing it into a 5f guide-catheter. The procedure was completed using another 2.75x28mm taxus stent. No patient complications were reported. Patient status post procedure is noted as "good."